Manufacturer narrative:
The insulin pump was received with blank display and constant tone after battery was inserted due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for keypad anomaly due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer also reported the insulin pump had blank display and no button response. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.